Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of thrombosis and pain are listed in the supera peripheral stent system instructions for use as potential adverse events. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left superficial femoral artery (sfa) and popliteal artery. The 5.5x180mm supera self-expanding stent (ses) was implanted on (B)(6) 2023. However, the patient began complaining of pain on 12/09/202. On (B)(6) 2023, angiography was performed again to find the stent completely thrombosed. There was no flow from the proximal part of the stent. Thromboaspiration was performed and a fenestrated catheter was left with thrombolytic. On (B)(6) 2023, the patient was taken to the procedure for revision, and flow and patency were found in the treated segment. However, there was thrombus at the anterior tibial level. Thromboaspiration was performed once more, more intravenous thrombolytic was placed and the site was closed with an angioseal. No additional information was provided.